Event description:
A zoll pt services rep (psr) called zoll customer support to report that a battery charger/modem was not powering up. The battery charger/modem was not in use by a pt.

Manufacturer narrative:
Device eval of battery/charger modem sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation, the battery charger/modem was unable to power up. The cause of the failure was isolated to a defective power supply brick. The power supply was not outputting dc voltage. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem. The battery charger/modem was not in use by a pt.